Manufacturer narrative:
(B) (4) - conversion to open surgical repair is labeled in IFU. Explant is not specifically annotated in IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additional for this part of the procedure (advancing the top cap) the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The disassembled delivery system, including graft with sheath removed and suprarenal stent loaded in top cap, was returned to assist with investigation. The returned device was examined for purposes of this investigation. The proximal portion of the delivery system, including the threaded tip, the top cap, the main body stent graft, the proximal portion of the thread cannula, and a proximal portion of the gray positioner were still partially assembled and were examined. The suprarenal stent of the stent graft was still contained within the top cap, and the body stents of the graft were unsheathed. The following was noted during the course of the investigation: a significant bend in the cannula was noted just distal to the top cap. A significant indentation on the exterior of the top cap sideport was noted, in the area where the 0.018" trigger wire would exit the hole. The stent graft was removed from the top cap, and it was noted that a fair amount of force was required to remove the graft assembly from the top cap. No notable issues were observed with the stent graft assembly, including: the suprarenal stent, soldered barbs, soldered cannula, spacing of barbs, etc. Upon removing the suprarenal stent from the top cap, it was observed that the gray positioner was located just distal to top cap, indicating that the physician may have attempted the alternative deployment sequence approved for difficult to remove trigger wires, as the event described indicates. However, the close proximity of the gray positioner to the top cap may have hindered the physicians ability to remove the top cap, as it is very close top cap and may have served as a wedge rather than assist with column strength of delivery system. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description and the physician's comments. The physician did not follow the proper deployment sequence in this case, as the second trigger wire was deployed out of sequence. When this occurs, the ability to control the graft and push off the top cap becomes very difficult. We will continue to monitor for similar complaints.

Event description:
A (B) (6) male underwent aaa repair on (B) (6) 2010. A vascular trainee at hospital telephoned to advise the clinical support manager (B) (4) - aortic intervention that he was with the physician performing an urgent evar and was describing difficulty deploying the top cap from a flex device. During the discussion, the physician stated that he had released the 2nd trigger wire before attempting to deploy the top cap. The ipsilateral limb was still contained inside the sheath but after several manipulations it became unsheathed. The clinical support manager gave several troubleshooting suggestions and called the hospital again approximately 15 minutes after the conversation to see how they were progressing. The clinical support manager was informed by the nursing staff that the patient was being taken to the operating theatre for open repair and excision of the graft. The physicians were satisfied that there was nothing more to be trialed. He would attempt to preserve the device as much as possible so it can be examined by the manufacturer. The patient was taken to operating theatre for open repair. No additional information was provided by the reporter as to the condition of the patient.